Manufacturer narrative:
Additional information: it was confirmed that the cause of the aneurysm rupture was the minor type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captivia devices were implanted in the endovascular treatment of a 63mm aortic thoracic aneurysm. It was reported that during this procedure vamf3636c100tj was implanted proximally and vamf4040c100tj was then implanted distally right below the subclavian. It was reported that post operatively, emergency treatment was performed just over three months later due to a aneurysm rupture. It was also noted that during this procedure a type ia endoleak was confirmed by intraoperative angiogram. Another device vamf3636c150tj was implanted proximally and resolved this endoleak. During this procedure there was an aneurysm noted in the descending distal site, it was reported that this was not a target treatment site at the time of the original endovascular repair. As a result of this the physician implanted a overlapping c-tag37-37-150 just above the celiac and also implanted an additional stent vamf4040c150tj at the junction of the valiant and c-tag due to the risk of a further aneurysm rupture. As per the physician the cause of the event was anatomy and noted the patient to have a short aortic neck. No additional clinical sequalae were provided and the patient is fine.